Event description:
The event was reported by the customer. She attempted to connect their st holster to their control module and the blue and green cable connectors wouldn't stay connected to the ports in the control module. The sales rep was present for the case, attained his demo st holster and was able to seat the connectors into the control module successfully. The case was completed with no patient consequence. One device to be returned for analysis by the customer.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the lemo connectors to be replaced. The device was functionally tested, met all product requirements and returned to the customer.